Event description:
Patient reported obtaining blood glucose results results of 270 and 300 mg/dl, while using the suspect device. Patient attempted to self treat by taking an oral diabetic medicatin. Six hours later patient retested blood glucose and received a result of "hi". Patient contacted emergency medical services. Patient stated that, upon their arrival patient was unable to get up, and their blood glucose measured 1 mg/dl (using paramdeics blood glucose monitor). Patient was given 100cc dextrose, and was transported to the hospital.while hospitalized patient was treated with an IV (contents not provided). And insulin and was released 2 days later. At the time of the event, patient was testing with expired strips. Controls had not been run on the suspect device and replacement product was shipped.